Manufacturer narrative:
Additional information was received which indicated that although the complete heart block had improved to first degree heart block, the permanent pacemaker was still implanted. No additional adverse patient effects were reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve an intermittent complete atrioventricular block (avb) occurred in the first deployment of the valve. The patient¿s rhythm restored to sinus rhythm after recapture, as the valve¿s depth adjusted since it was initially implanted deeper. A second deployment was performed using controlled pacing. When this pacing was turned off, the intermittent avb was observed with a rate less than 60 beats per minute (bpm). This required the use of a temporary pacemaker. The original heart rate was between 50-59 beats per minute. Ultimately, six days post valve implant a permanent pacemaker was implanted. No additional adverse patient effects were reported.